Event description:
A malfunction was reported by the customer, specifically citing malfunction code 12. It was not clarified whether this issue impacted the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue persisted. As a corrective action, the pump was scheduled for replacement, and the customer switched to multiple daily injections (mdi) to ensure continuous insulin delivery. Additionally, instructions were provided for returning the faulty pump.